Manufacturer narrative:
The investigation into the reported "aic - battery failure (red alarm)" has been completed. The product was returned for investigation. The device was inspected and the failure mode was reproduced on an engineering bench. Battery testing confirmed battery 1 cell 1 was outputting 683 mv, significantly under the 4v the rest of the cells were outputting. The battery 1 pack voltage was measured to be 0 v rather than the expected 16 v, and the battery lcd indicator was blank (fully discharged) due to the cell imbalance. During data analysis, there was a battery failure alarm (transport connection blown/ missing) due to low pack voltage. Additionally, the lt logs showed that battery 1 had a cell imbalance on cell 1 of 600 mv. Upon conclusion of the investigation, the battery failure alarm was due to a defective battery. The root cause of the defective battery was determined to be a single cell failure.

Event description:
The complainant reported that an automated impella controller (aic) experienced a battery failure alarm. The aic was removed from service and a loaner was sent to the customer site for use as needed. There was no patient harm.